Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve the valve was post ballooned with one inflation with a 26 millimeter (mm) non-medtronic balloon. The reason for the post ballooning was due to valve constraint, mild paravalvular leak (pvl), and an increased left ventricular end diastolic pressure (lvedp). Following the post-bav, there was no residual pvl and no residual gradient. There was no leaflet abnormality noted immediately post the valve implant via echocardiography. Approximately one year and two months following the implant of this a transthoracic echocardiogram (tte) was performed where aortic stenosis, moderate central aortic insufficiency, and a torn valve leaflet were identified. The peak velocity (pv) measured 2.31. The cause of the torn leaflet was reported as an unknown etiology. As reported, increased blood pressures and shortness of breath presented. These symptoms had previously been thought to be related to the patient¿s emphysema. Medication changes were made. No other adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the additional non-medtronic transcatheter valve was implanted valve-in-valve one year and two months post implant. The valve-in-valve was successful. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that on an unspecified date the bioprosthetic valve was revised with an additional non-medtronic transcatheter valve implanted valve-in-valve. No additional adverse patient effects were reported. Updated data: b2, h6 additional codes: annex f corrected data: h2 - as valve intervention has since occurred medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: transesophageal echocardiogram (tee) images were provided for review. The implant depth of the valve appeared to be a little deep. Severe central aortic regurgitation was observed. No pvl was observed. Abnormal prosthetic leaflet motion was observed, suggesting a torn leaflet. A mean atrio-ventricular (av) gradient of 11.5 mmhg was observed. The user used a true balloon, which is what is called a "non-compliant" balloon. The balloon aortic valvuloplasty (bav) was performed as a result of the valve not being fully expanded, with mild paravalvular leak (pvl). Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. Per the IFU, table 3: post-implant balloon dilatation sizing, the maximum balloon size chosen for dilatation using a non-compliant balloon for the 29mm evolut pro+ valve, should be between 22-24mm with an applied inflation pressure of no greater than 2 atm. Unfortunately, the inflation pressure was not made available. In this case, however, it indicates that the balloon size used for the bav was larger than what is recommended per the IFU, which most likely contributed to the reported leaflet damage (torn commissure), and the reported central regurgitation, with secondary harms of stenosis and hypertension. A second non-medtronic valve was implanted valve-in-valve successfully. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated: h6, h7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.